Event description:
Follow up revealed that patient's issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced redness and discomfort at their ipg site, which the physician believed to be caused by an infection. As a result, surgical intervention was taken to explant the ipg. During the procedure, there was no sign of infection. The patient's ipg was replaced with a different model and moved to a different location.